Event description:
Further follow up identified the device information. Additionally, further follow up identified the ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) is no longer receiving stimulation as the patient is unable to establish communication between the ipg and multiple external devices. A sjm representative confirmed the communication issue. Surgical intervention will be taken at a later date to address the issue. Date of event is unknown. Device information: lot #, serial #, implant date, expiration date, manufacture date is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.